Event description:
It was reported that during pre-cardiopulmonary bypass (cpb), when the perfusionist (ccp) started the arterial centrifugal pump, the centrifugal controller reboots and sometimes the central control monitor (ccm) also reboots. As a result, an alternate system-1 was employed. There was a 30 minute delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical summary on 07/13/2015: prior to cpb, when the primed and sterile perfusion circuit lines were handed up to the surgical team, the centrifugal controller (ccu) rebooted. Rebooted refers to the fact the ccu lost power and the display was blank. The ccu rebooted and the ccp attempted to place the ccu in the on mode and again the ccu rebooted. After the ccu regained power, again, the ccp again pressed on and this time both the ccu and system-1 central control monitor (ccm) blanked and rebooted. This same behavior was duplicated by the field service representative (fsr) the following day when the system was not being used and not connected to a patient. After these events, the clinical team elected to change over to a back-up system-1. The primed disposable cpb circuit was removed from the original system-1 and moved over to the back-up system. This delayed the start of cpb by about 30 minutes. There were no issues the remainder of the procedure and the procedure was completed successfully. The case was completed successfully, without associated blood loss. There was no harm observed.

Manufacturer narrative:
Software data logs were received by the manufacturer on 07-09-2015 for evaluation. Per the fsr: the system was setup and primed, the ccp had just ¿passed off lines¿ to the surgical field when the centrifugal control unit (ccu) shutoff and rebooted (the centrifugal had been running with prime and was clamped off). At that time, ccp tried to restart the centrifugal and the ccu rebooted again, then tried again and the ccu and ccm shutdown at the same time and rebooted. The fsr sent a video showing the shutdown/reboot that he filmed on 07/08/2015 that duplicated the reported issue. While filming the video, audible alarm sounds along with "arterial: service pump, art flow: check sensor" error messages displayed. The fsr removed the centrifugal motor from the mount and the ccu would then run the motor normally. While the motor was running, not attached (not grounded) to the system-1 base, the fsr measured about 19 volts direct current (vdc) from the system-1 base to the drive motor. Therefore, the fsr believes that the drive motor is shorted intermittently. The fsr replaced the centrifugal drive motor, tested operation of the ccu, verified power supplies, and charging. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. During laboratory evaluation the reported complaint was duplicated. The product surveillance technician (pst) upon visual inspection of the device observed no physical damage or other anomalies. The pst connected the device under test (dut) motor to lab-use only (luo) controller and powered on through system-1 simulator. The luo controller powered up normally with the dut connected. The pst pressed the controller's start / stop button and immediately the controller's display went blank (the controller actually reset and came back on seconds later). This duplicates the reported complaint. The dut motor was then reconnected to the controller without the metal housing and retested. This time the controller did not reset when start / stop was pressed, and the dut motor operated properly. The electrical ground connection (shielding) was now separated between the motor and the controller because of the removal of the metal connector housing. Using a dvm, a voltage potential of 24vdc was measured on the motor cable shield after the start / stop button was pressed. This indicates a problem within the motor housing. The motor enclosure¿s cable spool and end cap were removed to inspect the wiring under the end cap. A pinched wire (white) was found between the end cap and main motor enclosure. This explains the origin of the 24 vdc potential on the cable¿s shield conductor. The shorted wire carries 24 vdc to one of the three motor phase windings. When the pinched wire was separated from the motor housing, the 24 vdc was no longer present on the shield, and the controller did not reset when the start / stop button was pressed. The dut motor then operated as intended throughout the typical speed range. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.